Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analysis of the instrument and instrument data, the fse determined that the cause of the discordant tni ul results was due to a malfunction in a check valve. The fse replaced the check valve at the waste bottle and ran qc. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant troponin ultra (tni ul) results were obtained on two patients on an advia centaur cp instrument. The discordant tni ul results were reported to the physician(s). The same samples were re-tested on the same instrument and the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant tni ul results.